Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had a fill quantity deviation regarding their pump. The reservoir volume did not match regarding the actual reservoir volume obtained and expected reservoir volume. The date of the event was unknown. There were no signs/symptoms for the patient. No surgical intervention occurred and no surgical intervention was planned. Actions taken to resolve the issue were unknown. The pump remained implanted and in-service. It was unknown if the issue was resolved as of (B)(6) 2024. The patient was without injury regarding their status of (B)(6) 2024. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.